Event description:
It was reported that the pump touch screen was cracked and unreadable. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.